Event description:
The customer advised that an incident occurred where a client fell off the basic shower trolley. The technician advised that both side rails were bent as a result from hitting walls or doors, also mattress anchor torn. The facility informed that the resident slid down and off to one side and the rail collapsed allowing the resident to hit the floor feet first. This is possible what tore the mattress. The first aid was given to the resident as a treatment.

Manufacturer narrative:
(B)(4). It was reported by the customer that the resident fell off the concerto basic shower trolley during showering. An arjohuntleigh technician visiting the customer after the event advised that both side rails were bent as a result from hitting walls or doors. The facility representative reported that the resident slid down and off to one side of the trolley and the rail collapsed allowing the resident to hit the floor feet first. Taking under consideration our technician's findings and the incident description we can assume that the side rails were not correctly closed before showering as they were bent. To lead to such a situation where the person falls from the shower trolley, the following sequence of the events must occur: the person needs to be misplaced from the center of the stretcher e.g: by being placed on his side; the person on the trolley needs to put pressure with the weight of his body on the side rail; the side rail needs not to be closed properly and give way under the weight of the pt. Only as a consequence of such a scenario can a drop occur. For example a side rail simply failing while other factors would be according to the use procedure shown in the device IFU, would by itself not lead to a person dropping. Also in normal use when the resident is correctly positioned on a correctly functioning device no hazardous situation is likely to take place. When reviewing similar reportable events for concerto+basic shower trolley, we have found a number of cases with similar fault description, where the side rails were not closed securely, patient was put a side and fell. The trend observed for reportable complaints with this failure mode is considered to be low and decreasing. Taking into consideration that over 30,000 concertos have been sold since 1996, the complaint ratio (0.0012) is considered to be low. Looking at the service records of this device which shows that the side rails were previously found bent, therefore with the same malfunction and repaired on (B)(6) 2013, we can see that customer is repetitively damaging the device and continuously omitting proper maintenance. This in the end resulted in putting the resident in the hazardous situation. The device was being used for patient handling and in that way contributed to the event. We have not been able to find any contributing manufacturing anomalies. The failure mode at hand is in line with: not handling the device carefully, not checking the device before use, poor maintenance of equipment as well as not making sure the patient is positioned correctly on the device, therefore use error could not be ruled out, our investigation is showing that if the IFU safety warnings are followed use of the device is not likely to lead to any patient or caregiver risk.

Manufacturer narrative:
(B)(4). We are aware that this is past the 30 day deadline for reporting. The service unit has not forwarded to the manufacturer the information about the failure until after the deadline, due to processing errors. Additional information will be provided upon conclusion of the investigation. (B)(4).